Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parents reported via phone call that they experiencing high blood glucose. The blood glucose at the time of the incident was 600 mg/dl. The parents state the customer is receiving high blood glucose readings, because they are eating 2 bags of carbs and not blousing. They state there is nothing wrong with the pump. The device will not be returned for analysis.